Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-1278. It was reported the pt has experienced intense heat at her ipg site during charging since her scs system implant. A new le charger was sent to the pt to address the issue. It was also reported the pt is experiencing discomfort at her ipg site. The pt's ipg is superficial due to weight loss. The pt was advised to consult her physician.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.